Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the t2 implant of the fast-fix 360 fell off from the meniscus during implantation. T1 was left secured in the patient and t2 was removed by a thread cutter. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the t2 and suture were returned off the needle. The t1 was not returned. The actuator is in the pre-t1/post-t2 position. No other deficiencies are visible. A functional evaluation was performed on the returned device and found the actuator cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.